Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer support resolved the issue by deciding to replace the pump while instructing the customer to use the current pump as a backup to ensure continuous insulin delivery. Customer support confirmed the shipping address, provided instructions for putting the pump into storage mode, and instructed the caller to return the problematic pump using a pre-paid label within 10 days.